Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, left chest feeling "very tight", "digging into ribs" and anxiety due to recall.

Event description:
Patient reported left chest feeling "very tight", "digging into ribs" and anxiety due to recall. Patient later reported "skeletal muscles breast parenchyma and a fibrous capsule. The capsule show synovial metaplasia and mild chronic inflammation with foamy histocytes and giant cell reaction to silicone particles. The breast parenchyma show columnar cell changes" and "skeletal muscle, fibroadipose tissue and a fibrous capsule with chronic inflammation and focal giant cell reaction and silicon debris" via pathology report. The device was explanted.